Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of 23-nov-2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. As a result, the patient required placement of a chest tube and hospitalization to resolve the pneumothorax. The cause of the complication is unknown.

Event description:
It was reported a patient underwent an ion endoluminal lung biopsy procedure and patient experienced a pneumothorax requiring a chest tube and hospitalization. A 21g flexion needle, compatible forceps, and bronchoalveolar lavage were utilized for the target nodule biopsy. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. As of the date of this report, no response has been received.